Event description:
(Ref MFR # 9612164201100246, 9612164201100247 & 9612164201100248).

Manufacturer narrative:
(B)(4).

Event description:
Patient received a 3.5mm diameter x 24mm length endeavor sprint rapid exchange (rx) drug eluting coronary stent in the mid cx, a 3.5mm diameter x 24mm length endeavor sprint rx stent in the prox cx and a 3.0mm diameter x 18mm length endeavor sprint rx stent in the dist rca. Stent implant was successful; however it was reported that the patient suffered a mi one day post procedure. Investigator reported that the event was possibly related to the study stent and procedure. No other clinical sequelae were reported. (Ref MFR # 9612164201100247 & 9612164201100248).